Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01309.

Event description:
The patient was undergoing a coil embolization procedure to treat a type ii endoleak in the inferior mesenteric arterial (ima) using a pod packing coil (pod pc) and a ruby coil detachment handle (handle). During the procedure, the physician advanced the pod pc into the target vessel using a neuron 6f 070 delivery catheter (neuron 070) and a lantern delivery microcatheter (lantern) and used the handle to detach it; however, the pod pc failed to completely detach. It was reported that there was no audible sound of the handle and the pod pc did not detach. Therefore, the hospital technician pulled the back-end of the pusher wire and successfully detached the pod pc. The procedure was completed using a new handle, the same neuron 070 and lantern along with six additional pod pcs. There was no report of an adverse effect to the patient.